Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample(if available), applicable fmea documents, labeling, applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of premature battery discharge was confirmed. The scanner was fully charged and it shut down prematurely after ac power is removed, the cause of the failure is an internal li-ion battery failure. The device was serviced, tested and returned to the customer. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Customer indicates the system is cutting off in the middle of a case. The battery display goes down around 45% and will just shutoff.

Manufacturer narrative:
The device has not been received by the manufacturer, at this time, for evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number. Device has not been received, at this time.

Event description:
Customer indicates the system is cutting off in the middle of a case. The battery display goes down around 45% and will just shutoff.